Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colostomy procedure, while on the anastomosis, there was poor staple formation. Over sewed was done to fixed the staple line.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.